Event description:
About a month and a half prior to the date of this report, it was reported that the patient was continuing to have issues like she had since implant. The patient saw the manufacturer's representative about one month prior. The representative spent about 2 hours reprogramming and reviewed some possible scenarios regarding revision (moving leads or neurostimulator to other side). The patient wanted to review that information directly with the representative again before she spoke with the physician. The patient had issues since implant. As of the date of this report, it was indicated that the interstim was not functioning ¿as well as previously.¿ the event was attributed to the lead. The lead on the right side was replaced on (B)(6) 2013. It was noted the patient was feeling the device ¿rectally¿ when previously they felt it vaginally. It lost efficacy, even after reprogramming. Hospitalization was required the patient outcome indicated was non-serious injury/illness. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).